Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found the connector damage from a chipped plug into the video system. In addition, found color bar (no image) and flooding. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the cause of the color bar (no image) and water flooding was determined due to the broken connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head video connector section was missing. There was no report of patient harm.